Event description:
Patient presented to the physician with numbness and tingling throughout the body and swelling at the neck. Physician prescribed pain medication. Patient presented back to the physician with improvements.